Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Log review pending. Logs have been received; however, the log review has not begun yet. A follow up report will be submitted once the investigation has been completed.

Event description:
Customer requested a log review for a reported over infusion of tpn. Customer stated tpn bag had 1,391cc's in it to infuse at 57 ml/hr (over 24 hours). Tpn infused in 18 hours instead of intended 24 hours. No patient harm reported. Although requested, no additional event information provided.